Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer was guided to unplug the maj-1430 cable from the front of the cv-190, the unit was then powered down and the b30/e216 errors were cleared and the image came back. The customer informed tac that an additional e931 white balance fail/white balance not working error displayed, through additional troubleshooting the customer completed a white balance on the cv-190 front panel which cleared the e931 and resolved the issue. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center experienced b30 and e216 scope communication errors. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.